Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 470 mg/dl at the time of incident. The customer's blood glucose was 192 mg/dl at the time of call. The customer stated that she felt tired and sick. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues and settings. The customer performed high pressure test and the insulin pump passed. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.